Event description:
When urology table was being positioned for x-ray, the table movement struck the verticle shaft of the lt stirrup. The locking mechanism was apparently not engaged to hold stirrup to table. The table movement pushed stirrup from table causing lt leg to fall. Pt had received spinal block and legs were secured to stirrups. Pt has scheduled appointment with neurologist due to numbness in rt hip.